Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient disconnected the luer connection the solution bag to see if solution would flow and then reconnected. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a related report, a home patient (hp) reported, he disconnected a supply bag to see if it was working because the supply line had air bubbles in it. The hp was not connected at this time. The hp stated, solution came out of the supply bag so he reconnected the bag quickly. The technical service representative (tsr) advised the hp, he should not disconnect and reconnect bags. The tsr advised the hp to start over with new supplies and assisted the hp to end therapy. The hp confirmed to start over with new supplies. There was no patient injury or medical intervention reported.